Event description:
It has been reported to philips that an image disk full error appeared. Analysis of error logs showed that the image processing pc (ippc) had failed to start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the message that appears exposure not possible. Review of the system log file showed that there is no communication with the ip-pc. The fse cleaned and re-initialized patient database. After the cleaning and reinitialization patient database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.